Event description:
It was reported that a patient underwent a premature ventricular contraction ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Mapping was performed using decanav for pvc (premature ventricular contraction) from rvot (right ventricular outflow tract). During ablation, blood pressure dropped to the 60s and effusion was confirmed by the body surface echocardiography. Drainage was performed. After that, blood pressure recovered. The patient was returned to the ICU (intensive care unit) after the procedure. Extended hospitalization was not required. Patient improved. The physician's comment was that there is a possibility that the catheter punctured the cardiac wall during rvot mapping. However, it was reported that ablation was performed prior to noting the pericardial effusion. Activated clotting time was maintained at 300 over. No transseptal puncture was performed. No evidence of steam pop. Since the event occurred during the ablation phase, the event is being reported under the ablation catheter. The physician did suspect the catheter punctured the cardiac wall during mapping; however, there was no confirmation of perforation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31413169l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).